Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for cervical/neck and spinal pain. At an unknown date during the patient's trial, the leads came out of his head due to movement. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.